Event description:
Customer reports that his device read 341mg/dl while the hospital's device read 82mg/dl. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.